Event description:
It was reported during implant procedure that the atrial lead exhibited an insulation breach. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of ¿the stylet poked through the insulation¿ was confirmed. As received, a complete lead was returned in two portions. Visual and x-ray inspection on the returned portions did not find any anomalies. Electrical testing did not find any indication of conductor fractures but did find an internal short. Further analysis noted a breach of the inner insulation in the middle region of the lead. The cause of the reported event was isolated the breach of the inner insulation consistent with perforation of stylet.